Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, reservoir in abdominal cavity - repositioned

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan pump, two cylinders, and a piece of detached connector tubing were received for evaluation. Examination and testing of the returned components revealed a separation on the top to the pump bulb. Testing revealed this to be a site of leakage. The separation appears to be rough and irregular, indicating sufficient stress was exerted. The detachment sites of the inlet tube and the non-serialized exhaust tube of the pump appear to be rough and irregular, indicating sufficient stress was exerted. The detachment site of cylinder #2 appears to be rough and irregular, indicating sufficient stress was exerted. One of the detachment sites of the connector tubing appears to be rough and irregular, indicating sufficient stress was exerted. No functional abnormalities are noted with the detached connector tubing, or with cylinder #1 or cylinder #2. Quality concluded the rough and irregular surfaces associated with these detachment sites indicate that sufficient stress(s) may have been exerted on the exhaust tube of cylinder #2, the non-serialized exhaust tube of the pump, the inlet tube of the pump, and the detached connector tubing to separate the sites while in-vivo. The rough and irregular surfaces associated with the separation on the top of the pump bulb indicates sufficient stress may also have been exerted to separate the site while in-vivo. Separations of this type could then allow the loss of fluid, making the device inoperable. However, as additional information was not received, quality is unable to determine if only one or all sites were the cause for the reported failure. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.